Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a knife tip was not sharp enough while trying to make a two-plane incision during cataract surgery. There was no impact to the patient.

Manufacturer narrative:
One opened knife sample was received in a blister for the report of the knife tip not being sharp. The sample was visually inspected and was found to be conforming. The sample was then functionally tested and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, the complaint of a knife tip not being sharp as described by the customer was not confirmed and a root cause cannot be determined. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).